Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during initial implant, the right atrial lead was unable to be fixed. The physician attempted several times but was unsuccessful. The lead was replaced. Patient was well during and after the procedure.